Manufacturer narrative:
MFR ref no (B)(4). The device was returned to and evaluated by baxter. The device eval confirmed that the #8 and #9 keys were inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #9 key will occur following the selected key's function (e.g. When the #1 key is pressed 19 will be displayed. When in alphabetic mode and the abc key is selected, ay will be displayed interfering with the mdl drug search). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.

Event description:
It was reported that a spectrum pump had keypad issues where keys were double pressing. It was also reported that there was no pt involvement.